Event description:
It was reported that the user was unable to complete ilet setup and enter weight to initiate bionic mode due to the prior ilet remaining powered on with a cracked screen, which interfered with pairing and sensor connection; support guided the family to distance the old device, toggle between g6 and g7, and re-enter the pairing code. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included technical support review and troubleshooting education for setup and connectivity. Investigation of this case revealed the likely influence of an active prior device and display damage on connectivity during setup. It was concluded that the event involved device interaction and setup difficulty without patient harm.